Event description:
It was reported the patient is having hard time with wicks. States the bag sinks in overnight. When husband wakes up bag is all suctioned in and there is a gurgling sound coming from wick. Made sure to advise her about not covering vents. She stated pt only uses blanket at night nothing more. Rep did trouble shooting and water test past w/o wick but not with wick. Wicks are within warranty. Informed patient about bio box w/ label- also went over cleaning tips. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive, due to representative sample. Visual evaluation of the returned sample noticed 26 unopened pure wick male external catheters were returned and no visual defects were found. All sample(s) were inspected and appeared to be assembled correctly, and no foreign matter was observed. Sample size = 20 for testing via c=0 sampling plan; aql = 0.65. Product labeling was reviewed for this investigation, and the labeling was found to be adequate as it states: the device is intended for non-invasive urine output management, such as urinary incontinence, in users with male anatomy. Do not use barrier creams, lotions, or ointments on the penis or public skin around the base of the penis when using the device. These may impede suction or weaken adhesive. ¿ proceed with caution in users who have had recent surgery of the external male anatomy. ¿ always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient is having hard time with wicks. States the bag sinks in overnight. When husband wakes up bag is all suctioned in and there is a gurgling sound coming from wick. Made sure to advise her about not covering vents. She stated pt only uses blanket at night nothing more. Rep did trouble shooting and water test past w/o wick but not with wick. Wicks are within warranty. Informed patient about bio box w/ label- also went over cleaning tips. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.